Manufacturer narrative:
B3/d10: the event occurred each day, between april 8, 2023, and april 10, 2023. E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) elastomeric devices underinfused; the pumps have 10-20% remaining solution. The issue occurred during patient infusion with 18g tazocin. A small kink was noted on the peripherally inserted central catheter (PICC) line; however, oxygen tubing had been secured in an attempt to stop the line from kinking again. There was no report of patient injury or medical intervention associated with this event. No additional information is available.